Event description:
It was reported that during the implantation of an intraocular lens (iol) the surgeon decided to use an anterior chamber lens. The iol was removed from the patient's eye by enlarging the incision; a vitrectomy was also performed. It was reported that one day post-op that the patient was doing well. No other information was provided.

Manufacturer narrative:
In follow up with the facility it was learned the replacement intraocular lens (iol) was placed in the anterior chamber due to a broken capsular bag. The event was not a product quality issue but due to the patient taking flomax (tamsulosin hydrochloride) and the patient having a small pupil. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was inspected at 10x magnification. Visual inspection revealed that the lens sample was received with surface residuals compatible with the explant process. No cosmetic defects related to the manufacturing process were found in the returned lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.